Event description:
The plaintiff's attorney alleged the plaintiff experienced unspecified injuries on an unknown date after use of the product.

Manufacturer narrative:
This is one event (unspecified injury) for the same patient involving two separate products.